Event description:
A call placed to technical services on 07/12/2016 reported that this ra lead was implanted on (B)(6) 2014. It was reported that there was undersensing on ra lead. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).